Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting high charge times during mid-life battery voltage. Boston scientific technical services (ts) discussed the information with the health care professional (hcp) that elective replacement indicator (eri) was nearing, but at the time of the inquiry the device was still within the extended charge-time parameters. Recently the device was returned as the generator had been replaced for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.